Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged channel tube. This was most likely due to usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of leaking near buttons. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, suction volume didn't meet standard value was found. There was no patient involvement.